Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information and assistance for resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.